Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the micrometer reading is off and requested for the unit to be checked. Follow up information received indicated the issue occurred during calibration. There was no patient harm or adverse results.

Manufacturer narrative:
During an onsite visit the fse (field service engineer) checked micrometer and found system working properly. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).